Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one image was provided for review. The image shows the device in the upper arm and extravasation of contrast is noted from the catheter upon infusion about 4-5 cm from the port. Therefore, the investigation is confirmed for the identified fluid leak issue. However, the investigation is inconclusive for the reported crack as no clear evidence of reported catheter fracture was noted upon image review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, four months and twenty-three days post a port placement, the port is allegedly estimated to be cracked at 30-40 percent of the total circumference. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, an images was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, four months and twenty-three days post port placement, the port is allegedly estimated to be cracked at 30-40 percent of the total circumference. There was no reported patient injury.